Event description:
No additional information received from customer.

Manufacturer narrative:
Updated fields: d4, d8, d10, h3, h4, h6, and h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error e315. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: water leakage in the auxiliary water pipe, u plug unit malfunction causes blackout with error e315. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 - facility name - (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had an endoscope malfunction. The issue was found during reprocessing. There were no reports of patient involvement.